Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. When the device was tried to use again in another area after using in kbt, pressure was not applied; however, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. When the device was tried to use again in another area after using in kbt, pressure was not applied; however, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a nc emerge catheter. There were numerous kinks throughout the hypotube. Microscopic inspection revealed a pinhole in the balloon material 2mm from proximal markerband. There was no damage to the markerbands. The reported balloon burst was confirmed.